Event description:
Pt was supposed to be on fio2-100%. However, o2 was analyzed at 80-85%. The flow meter was turned to flush but would only read 4 to 5 lpm. The nebulizer was changed and re-analyzed at 92-93%. Pt's saturation increased from 92 to 97% with the change. Pt's abg improved. His po2 was 71 and increased to 92.